Event description:
Patient reported "rupture." Record is for left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, b6, d9, g2, h3, h6. Device evaluation: the device related to the reported event rupture and device wrinkling was received on august 04, 2025 with lot number 2928597. Based on the device analysis grid, the assessments of the complaint are: rupture: observed broken device assessed as fold flaw opening. Device wrinkling: observed. As per the investigation procedure, non-penetrating nick were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported "rupture." Healthcare professional reported "rupture". Healthcare professional reported later by pathology report "wrinkled skin". Record is for left side. Device was explanted.